Manufacturer narrative:
The calibration performed on (B)(6) 2022 was within the specified ranges. The qc recovery was within the specified ranges. There was no indication of a performance issue with the reagent or instrument. The alarm trace contained "abnormal aspiration (sample probe b), "abnormal aspiration (sample probe)" and "sample foam detection" errors. These are indicators of possible poor sample quality. Before checking the module, the field service engineer (fse) asked the customer to perform a precision test using qc material. The results were acceptable. The fse inspected the module and found no cause for the issue. He checked the system pressure, probe wash and alignment, cuvette cell blank and detergent levels, consumption of detergents 1 and 2, rinse mechanism alignments, and spring clips. He ran a photometer check with successful results. The customer verified the instrument's performance by precision tests using both levels of qc, running roche qc, and patient sample correlation studies. All of the results were acceptable. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable crej2 creatinine jaffe gen.2 results for two patient samples tested on the cobas 8000 c702 module. The initial results were reported outside of the laboratory. The initial results were flagged but the reporter did not wait for the repeat results. The provider questioned the results which prompted a rerun of the patient samples. Upon investigation, they found that the samples auto-repeated on the same module, and the results were lower. The repeat results were deemed correct. Refer to the attachment in the medwatch for the highlighted questionable results. The reagent lot number is 64005801 with an expiration date of 29-feb-2024.